Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The catheter was cut during a spinal fusion, then a section in the intrathecal space was accidentally pulled out. The physician decided to put the catheter back in the intrathecal space, and they reported getting cerebrospinal fluid (csf) flow. The representative voiced concern over the integrity of the system. The physician connected the catheter with 8575 and anchored the catheter. X-rays had been performed, though the results were not reported. The patient's status at the time of the report was alive with no injury. Drug information was not provided and was requested.